Event description:
A distributor in (B)(6) reported that two rt225 infant bias flow breathing circuits did not pass the pb840 ventilator leak test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve additional information and the complaint breathing circuit. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The two complaint rt225 infant bias flow breathing circuits were not returned to fisher & paykel healthcare in (B)(4) for evaluation. We received no further information from the hospital regarding the event. Our evaluation is based on our knowledge of the product. If the complaint device had been returned it would have been visually inspected and pressure tested to determine if the pressure drop is within specification or not. Without the device we were unable to determine whether there was an actual defect with the rt125 infant bias flow breathing circuit. A lot check could not be carried out as no lot date was provided. All rt225 breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the problem occurred after the product was released for distribution. The user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." No patient consequence was reported as the circuit was tested before using on a patient which is in line with our user instructions.

Event description:
A distributor in (B)(6) reported that two rt225 infant bias flow breathing circuits did not pass the pb840 ventilator leak test. This was reported prior to patient use.